Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose, diabetic ketoacidosis, was feeling sick, unwell. Therefore, the patient was hospitalised on (B)(6) 2024 around 10:00 am due to diabetic ketoacidosis. The blood glucose level of the patient was 406 mg/dl. The patient stayed in hospital for overnight. Currently, the blood glucose level of the patient was 120 mg/dl. No further information available.